Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tlc10 firing knob was loose. Also the tcr10 safety pin dropped (not fell into pt). Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.